Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient is experiencing stimulation even when system is off. Patient has been trialing burstdr, but it is also not successful. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the entire system was explanted.